Event description:
It was reported that the during pre-procedure of tracheostomy, noradrenaline started through pump. It was running without issue, then a channel error occurred. Moved infusion to another pump promptly. The pump was also running a blood transfusion at the time on another channel. Patients' blood pressure did drop from a systolic of 95 to 75 mmhg during this time, improved swiftly when restarted. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the during pre-procedure of tracheostomy, noradrenaline started through pump. It was running without issue, then a channel error occurred. Moved infusion to another pump promptly. The pump was also running a blood transfusion at the time on another channel. Patients' blood pressure did drop from a systolic of 95 to75 mmhg during this time, improved swiftly when restarted. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: concomitant med prod data, device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a, g, b, c and d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported error code was confirmed and replicated, the root cause of the error code displayed (240.4150 bottle pressure sensor) it is attributed to the upper pressure sensor being out of specification. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. Internal inspection observed no obvious anomalies with any electrical or mechanical components. In addition, the motor mount was observed broken; this finding was noted as incidental and there is not related to the reported issue. All inspected parts were manufactured by bd. A review of the pcu and pump module error logs showed an error 240.4150 (sensor broken high failure) occurred on the reported event date: 24 june 2025, at 3:31 pm. At 2:38 pm the pcu powered on. Channel a ¿ pump module (sn (B)(6)) at 3:22 pm the pump alarmed flo stop open. At 3:25 pm a guardrails drugg infusion was programmed with the following parameters: drug amount 6 of mg, diluent volume of 100 ml, a rate of 6.0 ml/hr and a volume to be infused (vtbi) of 80 ml. With a primary volume infused (pvi) of 0.0 ml. At 3:26 pm the pump alarmed occluded patient side, and the infusion was restarted. At 3:31 pm the pump alarmed channel malfunction with an error code 240.4150 (sensor broken high failure), the unit was removed and the total volume infused was registered as 0.53 ml. At 3:32 pm the unit was attached and removed again. A functional test was performed on the suspect device, it was connected and set to an infusion rate of 500 ml/hr, the infusion was paused after 6 minutes the channel error (error code 240.4150) was displayed. A pressure sensor analog test was performed, and the upper pressure sensor was observed to be out of specification. The pressure sensor was replaced with a known good dchu lab pressure sensor temporally for testing purposes only. The pressure sensor analog test was repeated, and both pressure sensors were observed to be within specification. The bd alaris technical service manual for pump module states in troubleshooting table error codes section the error code 240.4150 is about the bottle-side pressure sensor, the explanation is that the voltage is too high, the sensor may be broken. The response should be to replace the bottle-side pressure sensor. This issue was escalated for further investigation via dir 10000432984 the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Note to repair center: please re-torque all screws and replace the upper pressure sensor and the motor mount. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported channel error is attributed to the upper pressure sensor being out of specification. The returned device was fully evaluated, and no other issues or anomalies were observed during the laboratory testing. Note that this report lists imdrf annex a09, a0401, a1801, a040502, c23, c0601, c07, d0302, d11, d15, g04088, g04090, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.